Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the physician used a cath rapid transit 100 cm micro-catheter w/extension for extra support for the st jude asato guidewire. The physician was not able to advance the guidewire as it became stuck at the level of the luer hub. The physician then used another micro-catheter to complete the procedure successfully. There was no reported patient injury. The target lesion was in the antebrachial artery. The lesion was reported to be: moderately calcified and tortuous. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) and no problems were noted. There was no reported difficulty removing the product from the packaging. No additional information is available. Addendum: analysis of the returned product indicated that the obstruction reported was due to ptfe delamination.

Manufacturer narrative:
The product was returned for inspection. The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the physician used a rapid transit 100 cm microcatheter w/extension for extra support for the st jude asato guidewire. The physician was not able to advance the guidewire as it became stuck at the level of the luer hub. Another microcatheter was used to complete the procedure successfully. There was no reported patient injury. Analysis of the returned device indicated the obstruction was due to ptfe material. The target lesion was in the ante-brachial artery. The lesion was reported to be moderately calcified and tortuous. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) and no problems were noted. There was no reported difficulty removing the product from the packaging. No additional information is available. A non-sterile rapid transit microcatheter 2.8/2.9f was received inside of a plastic bag. Device was inspected and bents, compressed and flattened sections were noted. The cause of the flattened, compressed and bents noted in the device could not be conclusively determined; however neither the analysis nor the DHR review suggest that these damages are related to the manufacturing process, in addition inspections are in place to prevent these types of failures leaving form the facility. The hub was inspected and no anomalies were noted. The functional test was performed as per procedure. An attempt to insert a cordis lab sample 0.018" guidewire into the received microcatheter, but it only advanced 4.2cm. Next with attempt to insert the guidewire into the distal end it could not go through the hub; only 139.2cm could be advanced into the device and the guidewire got stuck at the same area. The unit was cut longitudinally in the zone where the obstructed area was encountered. An obstruction was observed. The ID of microcatheter was measured and was found within specification. Ftir was performed to identify the material which caused an obstruction in the microcatheter. Infrared spectra obtained from materials are representative the spectra of ptfe. The reported obstruction was confirmed and based on the analysis performed the cause of the obstruction was potentially related to the manufacturing process. Actions have been initiated to investigate the root cause and determine if any corrective actions are needed. A distributed product risk assessment (dpra) was opened to address this failure. Please note that this is the initial/final report for this product.